Manufacturer narrative:
Results: the smart coil pusher assembly was returned with a broken pet lock. The distal pusher assembly was delaminated from approximately 175.0 to 185.0 cm from the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. Conclusions: evaluation of the returned penumbra smart coil detachment handle (handle) revealed that it performed within specification when functionally tested on the test fixture. The handle exhibited sufficient pull force and throw distance. Evaluation of the returned smart coil pusher assembly revealed a delaminated section near the distal end. If there is an interaction of devices within the vasculature causing friction and the smart coil is repeatedly cycled pass this point, this type of damage may occur. Further evaluation revealed kinks along the pusher assembly. These damages are likely incidental and occurred post-procedure as the embolization coil was reportedly detached on the third continuous attempt. The root cause of the difficulty detaching could not be determined. The smart coil pusher assembly was returned without its introducer sheath and embolization coil. Penumbra coils and handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid-posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). During the procedure, the physician placed two initial non-penumbra coils into the target vessel. After that, the physician deployed a smart coil into the target vessel and then attempted to detach the coil using a penumbra smart coil detachment handle (handle). Although it was observed that the black alignment zone was separated, the smart coil was not successfully detached. After three additional attempts were made using the same handle, the smart coil was detached. The physician then decided to open a new handle. Therefore, the procedure was successfully completed using an additional smart coil and the new handle. There was no report of an adverse effect to the patient.